Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was rebooted by a user according to the log files. The customer was notified of this information and a field service technician was to be dispatched, however the customer requested for the complaint to be closed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding and rebooted in the middle of a procedure. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
G6 - follow-up #1; however, due to system limitations this report is being submitted as follow-up #2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system unexpectedly shut down and rebooted in the middle of a procedure. The technical support specialist evaluated the device and found that the station was rebooted by a user according to the log files. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down and rebooted in the middle of a procedure. Customer also stated that the screen turned black. There were no adverse events or injuries reported based on this incident.